Event description:
It was reported that the autopulse platform displayed a "system error" message. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll UK for investigation. Investigation results as follows: visual inspection of the returned platform shows that the battery latch lock was bent. The physical damage found during visual inspection is not related to the reported event of a "system error" message. The damage appears to have been caused by normal wear and tear (autopulse manufactured in june of 2008). A review of the autopulse archive data was performed and the reported complaint of a "system error" message was confirmed. The archive data shows that system error code 139 (unable to hold compression position) messages occurred on (B)(6) 2014, rather than on the reported event date of (B)(6) 2014. Functional testing was performed and the reported issue of a "system error" message was confirmed. It was found that the system processor board was at fault. Based on the investigation, the parts identified for replacement were the battery latch lock and the system processor board. In summary, the reported complaint of a "system error" message was confirmed based on the archive review and during functional testing. The fault was found to be due to the defective system processor board. The physical damage found during visual inspection is unrelated to the reported complaint. Upon replacement of all parts, the platform was re-evaluated through functional testing and passed all testing criteria.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.